Manufacturer narrative:
11/14/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly when fired. The surgeon used another instrument. The hosp has reported no pt injury.